Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was unable to read intrusion detection system (ids) because the required port connection was timing out. A technical support specialist (tss) reviewed the logs from the backend, and commands were run to isolate the issue. Then tss guided customer to look into port and internet protocol (ip) address. After the customer's information technology (it) team assigned a new ip address, tss confirmed that the station was communicating properly with the server and that login times had improved. The system functioned as intended after the technical support specialist and hit team troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es took a while to log in. Once the fingerprint was scanned, it took a long time for the application to open. It took about 20 seconds before it began loading. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.